Event description:
Patient underwent the index procedure with pretreatment balloon angioplasty and delivery of two assigned stents in the 1st diagonal. The angiographic core lab reported a 21% final residual in-lesion stenosis with no dissection and timi 3 flow. Post-procedure course was complicated by bradycardia. A permanent pacemaker was placed due to the worsening of his pre-existing atrial fibrillation with a slow ventricular response. The patient was discharged on clopidogrel and warfarin. Repeat angiography on for recurrent clinical symptoms without a functional ischemia study revealed patent stents in the diagonal, 80% stenosis in the lmca, 80% focal stenosis in the 1st om and a hazy 50% stenosis in the circumflex ostium as noted on the cardiac catheterization report. The angiographic core lab reported a 35% restenosis in the 1st diagonal. No intervention was performed. Approximately 11 months from index procedure, the patient underwent elective ptci with placement of another brand stent in the 1st om and direct stenting of the lmca and proximal cx with one other brand stent and angioplasty of the 2nd om. Approximately 2 years and 4 months from index procedure, patient death occurred. It was reported that the patient died at home after a lengthy hospitalization due to chf. (Ref MFR # 9612164-2011-01392 and 9612164-2011-01393).

Event description:
It is reported the patient was admitted with congestive heart failure approximately 33 months post the index procedure and died following discharge. Ref MFR # 9612164-2011-01392, 9612164-2011-01393.

Manufacturer narrative:
Evaluation: results: inherent risk of procedure (death). (B)(4).